Event description:
A patient reported experiencing inaccurate erratic results with a otp meter, the patient's blood glucose results were 21mg/dl, 134mg/dl, omg/dl, 149mg/dl, 132mg/dl. Tests were done within less than 10 minutes with a differece of 64mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer used separate finger sticks for each tests.